Event description:
It was reported that the vascular stent was found to be fractured three months post placement. An additional stent was placed to treat the pt. There was no pt injury reported.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under (B)(4). The lot number has been provided. The lot history records are being reviewed. The investigation is currently underway.